Event description:
It was reported that loss of capture (loc) was questioned with this pacemaker. The field representative noted the patient was almost always mode switching. Technical services (ts) noted the patient was not compliant with using their home monitor. The device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to an unknown reason. This pacemaker was returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.